Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to unknown cause. Patient also claimed to have experienced dizziness and shortness of breath. The ICD was restored by reprogramming. Patient condition was stable.